Event description:
It was reported that a cartridge change error occurred during the load sequence. Customer's blood glucose level was 234 mg/dl. Reportedly, the customer performed a cartridge change resolving the issue.